Event description:
It was reported that a malfunction occurred on the pump. The issue caused the customer's blood glucose level to exceed 500 mg/dl, although the specific value was unknown and displayed as "high." The customer addressed the high blood glucose level with a correction injection via multiple daily injections (mdi), did not require emergency assistance, and received normal help from a third party. The pump's malfunction code was resettable; however, the issue recurred after an attempted reset. Technical support provided instructions on pump reset and advised using mdi as a backup therapy. A replacement pump was sent to the customer, who was also given instructions on necessary steps upon receiving the new pump and returning the problematic one.